Manufacturer narrative:
The files analysis revealed that the user has selected the corresponding checkbox after the upgrade procedure. The day following the upgrade, the user has deselected the checkbox. Moreover, a upgrade test has been performed in the same conditions (upgrade with the same software version) and the subject checkbox was not selected automatically. No issue is suspected on the subject device.

Event description:
The sales representative upgraded the smarttouch tablet with 3.14j usb key. During the upgrade procedure, the sales representative confirmed that the checkbox was checked.

Event description:
The sales representative upgraded the smarttouch tablet with 3.14j usb key. During the upgrade procedure, the sales representative confirmed that the checkbox was checked.